Event description:
It was reported that the patient experienced issues with the insulin pump, including problematic battery life and false readings, with the pump displaying a full charge when plugged in but then showing no charge when unplugged. There was no reported impact to the customer¿s blood glucose level. The patient performed a full reset of the pump, is out of warranty, and is in the process of obtaining a new device. Further follow-up with customer technical support was declined, and additional information was not obtained.